Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 168 mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Reportedly, the alarm was cleared and insulin delivery was resumed.